Manufacturer narrative:
According to the surgeon, the patient's cardiac function was improving after surgery. During the course of investigation, it was reported that the patient had expired on post-operative day 8 of congestive heart failure.

Event description:
Pas-port system was used in redo-CABG in 2009. The pt had undergone triple bypass procedure back in 2006 and there was some calcification in the ascending aorta. There was a tear of the right ventricle during chest opening. The procedure was converted to on-pump beating. Pas-port was used on an area where there was thought to be no calcification and where adventitia had been removed partially during tissue dissection. The device functioned as normal. At the point of aortotomy, the aortic wall ruptured and blood pressure went down immediately to 25mmhg systolic. The surgeon alleges that the implant had formed on the lateral wall. The anterior wall ruptured and collapsed, the implant formation took place at the intra-lumenal level. The dissected aorta was removed and repaired by aortic graft replacement under cardiac arrest.